Event description:
The customer reported that while the unit was in use on a pt, the unit displayed "maintenance required code #2" (drive transducer offset failure). The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
Initially, the company rep was unable to duplicate the reported event. The company rep removed the unit from service and installed a loaner. The company rep ran the unit for several days. The electrical test code # 52 (drive transducer offset failure) occurred on power up. The company rep calibrated all transducer offsets/gains and replaced the front end board (part number 0670-00-0688e).the company rep ran the unit for more days and observed the reported event of "maintenance required code #2" (drive transducer offset failure) alarm and another alarm for electrical test code # 58 (power-up vent test failed) upon power up. The company rep replaced drive manifold assembly (part number 0104-00-0018). The company rep ran the unit for several weeks with no documented errors. The iabp was returned to the customer. Internal file: (B)(4).